Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the catheter securement device for a central venous line detached. The patient had sepsis of the stomach and the patient passed away. On 2/19/2020 - additional information, complainant confirmed the reported event did not cause or contribute to the patient's death. On 2/21/2020 - additional information: the reported event interrupted the infusion of inotrope medications and fluids. The complainant clarified that the statlock detached from the patient's skin and the catheter became dislodged. This occurred when the patient was transferred from a trolley bed to an ICU bed. The patient expired one week after the reported statlock detachment. The original catheter was being used to treat the abdominal infection; when it became dislodged, an urgent reinsertion of an internal jugular central line was required due to life-saving medication being given through it. The urgent reinsertion resulted in a lung collapse in the patient which needed further treatment over the week the patient was in intensive care. The patient ultimately died from complications of his abdominal sepsis but his poor clinical course in ICU was contributed towards by the lung collapse and the need for several chest drains during that period. The cause of death on the death certificate was multi-organ failure. The death certification is not available.